Event description:
Customer reported that operator's ID was erroneously scanned into a patient ID field instead of scanning an account number into a patient ID field. There was no report of injury due to this event.

Manufacturer narrative:
The event has occurred due to an operator error. Siemens representative instructed customer to change the data in the medical report number from the operator ID to the desired account number. Patient demographic was successfully changed. Instrument is performing as intended.